Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had elective replacement indicator (eri) due to a competitor left ventricular (lv) lead having chronic high thresholds. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).